Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 388.31, lot# 7874230. Manufacturing location: (B)(6), release to warehouse date: jan 09, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 during the sterilization of dhs/dcs coupling screw, the sterilization staff attempted to straighten the device¿s already bent tip (prior to cleaning) and the tip (the threaded portion) of the dhs/dcs coupling screw snapped off. No patient involvement reported. The device bent intra-operative. This malfunction is captured under (B)(4). This report is for one (1) dhs/dcs coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
One (1) dhs/dcs coupling screw (part number 338.31 / lot number 7874230) was received with the complaint category of ¿broken: preoperatively.¿ it was reported that during the sterilization of dhs/dcs coupling screw, the sterilization staff attempted to straighten the devices' already bent tip (prior to cleaning), and the tip (the threaded portion) of the dhs/dcs coupling screw snapped off. The intraoperative event of bending is captured in (B)(4) and the subsequent preoperative breakage is addressed in (B)(4). As the same instrument was used in each event and the conditions at the time of each event cannot be disassociated from the returned condition, one investigation will be performed encompassing both complaints. The dhs/dcs coupling screw (338.31) is utilized during dynamic hip and condylar screw (dhs/dcs) procedures when the one-step technique approach is desired. Information is provided per the dhs/dcs system technique guide. The coupling screw was received with the distal threads broken off. The break is roughly transverse and located as the base of the threads. The threaded portion was received and shows wear consistent with use. The distal portion of the shaft shows off axis bending. The apex of the bend is located approximately 9.3mm proximal to the start of the threads. At this location a dent was observed. In addition, gouges were noted along the shaft between 22.5mm and 33mm proximal to the start of the 4.8mm/4mm transition. The balance of the device shows wear consistent with use and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken and bent. (Calipers ca102p). Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. No ncrs were generated during production. Release to warehouse date: 09-jan-2015. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. --dhs/dcs coupling screw: --shaft (component): the device was found to be conforming to the following specifications per drawing; -- location: outer diameter of the shaft directly proximal to the break. Specification: 4mm +0.05/- 0.03 (4.05mm/3.97mm) / measured value: 3.996mm / micrometers: om33p / pass. --location: minor thread diameter at the break. Specification: 3.277mm ¿ 3.187mm / measured value: 3.21mm / calipers: ca102p / pass. --location: inner diameter of the shaft directly proximal and distal to the break. Specification: 2.6mm +0.15/- 0 (2.75mm/2.6mm) / measured value: 2.73mm and 7.72mm / calipers: ca102p / pass. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. Therefore, no dcrm calculation will be performed for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.